Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range impedance measurements and loss of capture in both bipolar and unipolar configurations. Subsequently, the patient underwent a revision procedure, and this rv lead was surgically capped/abandoned (the lead remains implanted but out-of-service) and another lead was successfully implanted. It was noted the old can was also replaced to avoid another procedure in the future. Besides intervention, there were no other adverse patient effects reported.

Manufacturer narrative:
This device remains implanted but out-of-service; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. If information is provided in the future, a supplemental report will be issued.